Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided no lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the 3dmax (device #1). The patient's attorney did not make any allegations regarding the implanted bard perfix plug. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1)and an unspecified bard/davol perfix plug. Ni/ni/ni:the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1).the attorney alleges patient experienced emotional distress and the device was defective.